Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having chronic infection issues and was followed by infectious disease. The patient presented to the clinic in (B)(6) 2021 with increasing drainage from driveline exit site and positive wound culture with heavy growth pseudomonas. Initially started on doxycycline and then transitioned to cefepime. The patient's driveline exit site was evaluated by surgery with recommendation for debridement. The patient underwent debridement on (B)(6) 2021 and placed on cefepime and levaquin per infectious disease recommendations. The driveline exit site and incision painted with betadine and covered with dry gauze twice daily. Patient was discharged on (B)(6) 2021 on IV antibiotics for six weeks.